Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call that they had diabetic ketoacidosis and high blood glucose level. Customer's blood glucose level was 796 mg/dl when he went to the emergency room and then admitted to hospital on (B)(6) 2018. Customer's blood glucose level was 796 mg/deal at the time of incident and customer's current blood glucose value was 158mg/dl. The customer was treated with bolus and manual injections when he was over 400 mg/dl. The customer does not allege for possible under delivery of insulin. Troubleshooting was performed. The insulin pump receives insulin flow block alarm and the problem was resolved by infusion set change. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product will not be returned for analysis.